Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect product used in system 2. Reference medwatch report with patient (B)(6) for the suspect product used in system 1. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: 18.3 mmol/l (mobile system 1) and 8.0 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The test cassettes are not available to return for evaluation, and the customer was unable to provide the lot number and expiration date.